Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. Upon follow-up, computed tomography (CT) revealed a possible type 1a endoleak and sac growth. An angiogram was also done on the patient and the physician could not confirm the endoleak. The physician elected to reline the whole graft. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the placement of the non-endologix stents, not able to confirm a type 1a endoleak. Additionally there was evidence to reasonably support the following observations; a type 2 endoleak, a unknown endoleak, and aneurysm sac growth. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, non endologix stents implanted, and a persistent unknown endoleak. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.